Manufacturer narrative:
(B)(4). Evaluation: analysis of the lead found ¿all conductors were broken 16 cm from the proximal end.¿

Manufacturer narrative:
Concomitant medical products: product ID: 3389-28, serial# unknown, product type: lead. Product ID: 748295, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the resistance values where unstable. The reporter noted that they were sometimes 2000 ohms or higher and sometimes around 1800 ohms. It was noted that they waited for the health care professional to see what happened when it became high, but the lead was replaced per the health care professional¿s judgment. In mid-(B)(6) of 2013, it was reported that the resistance value was high and unstable, so the patient was followed. Although the resistance value of the electrode being used was high, symptoms were not that severe. On 2013 (B)(6), it was established that the connection with the implantable pulse generator (ipg) was not the cause. On (B)(6) 2013, it was ascertained that the lead was the cause and a lead replacement was considered. On (B)(6) 2013, there was a lead replacement operation and the lead was removed. The resistance value was around 1200 ohms after the operation as well. It was confirmed to be working normally. The reporter noted the health care professional wanted to know why the resistance value was unstable and felt like he might have tightened the part connecting to the adaptor too tightly. It was further reported that the patient was receiving effective therapy with the new lead. No malfunction or cause of issue was determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.